Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker exhibited high capture thresholds and undersensing of the ventricle . Technical services (ts) was consulted and upon data review recommended programming configurations. This pacemaker remains in service. No adverse patient effects were reported